Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient reported doing some strenuous bending before the pain began. As a result, the ipg was repositioned on (B)(6) 2019. The patient has effective therapy post operatively.